Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The field application specialist reported the customer received a questionable troponin t stat result for one patient sample. The patient presented to the ER with chest pain and a sample was collected on (B)(6) 2014 at 19:25 for troponin t. The result was <0.01 ng/ml and was reported. A second sample was drawn on (B)(6) 2014 at 22:22 and the result was 0.77 ng/ml which was reported. This result prompted the physician to admit the patient to the unit for observation. A third sample was drawn on (B)(6) 2014 at 06:00 and the result was <0.01 ng/ml which was reported. The lab then retested all three samples on (B)(6) 2014 and the result for all three samples was <0.01 ng/ml. The repeat result was believed to be correct. The patient was released from the hospital (B)(6) 2014 after having a cardiac catheterization procedure done. The procedure was not due to the erroneous result, but due to the patient's complaint of atypical chest pain. The troponin t reagent lot number and expiration date were requested, but were not provided. The field service representative could not find a cause. He ran performance and precision testing with no abnormalities and results within specifications. The customer calibrated all installed applications and ran qc which recovered within the ranges. A specific root cause could not be identified. Review of the provided analyzer, calibration and qc data did not reveal any issues.